Event description:
The customer reported the device functions intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Device not returned.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. No external damage or defects were observed. The unit powered on and off using both battery and ac power. The device lost connection to the tester and did not detect it. Internal inspection found a damaged component on the flex cable that connects the sensor connector to the technology board. The damaged component causes the device to lose connection to sensor. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device functions intermittently. No patient impact or consequences were reported.